Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphic user interface (gui) to breath delivery (bd) cable. The unit then passed all performed tests, calibrations and performance verifications and now operates according to manufacturing specifications.

Event description:
It was reported that the ventilator had a loss of communication error during the preventive maintenance. The ventilator was not in patient use at the time.